Manufacturer narrative:
Medtronic received the following information from a journal article entitled;contemporary surgical management of aberrant right subclavian arteries (arteria lusoria) dueppers p, floros n, schelzig h, wagenhauser m, and duran m annals of vascular surgery 2021; 72: 356¿364 https://doi.org/10.1016/j.avsg.2020.08.151 if information is provided in the future, a supplemental report will be issued.

Event description:
4 patients with an aberrant right subclavian artery (arsa) and also aortic aneurysm formation underwent tevar procedures. Of these 4, 2 patients were implanted with a valiant stent graft and the others received non mdt stent grafts. The following adverse events were reported; dissection, occlusion, re-intervention.